Event description:
Two years following bilateral intraocular lens (iol) implant surgery, a consumer reports her intermediate and near vision has become blurry over the past few mos. At a follow-up visit, the surgeon told the consumer that the surgery was done correctly and nothing appeared wrong with the lenses. The surgeon stated her eyes tended to be dry and have poor circulation. He prescribed eye drops and told her that her vision is "great". At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. Additional info was received from the consumer 08/27/2008.